Manufacturer narrative:
Date of event: exact date unknown, event occurred around the late january or early february from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate simulation due to lead migration and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50, (sn: (B)(6)). The returned lead was analyzed and the reported event was confirmed. Based om a review of all available information, the cause of the reported event could not be determined. Visual microscope and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point when the lead migrated.

Event description:
It was reported that the patient was experiencing inadequate simulation due to lead migration and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.